Manufacturer narrative:
Device evaluation: a report was received regarding a discolored syringe. To support the investigation, one sample in sealed blister packaging and two accompanying photographs were submitted for evaluation by the quality team. A visual inspection confirmed the presence of a brown discoloration along the outer wall of the syringe barrel, extending from the luer to the barrel flange. The discoloration is not embedded within the material but appears to be residual equipment lubricant. The two submitted photographs corroborate the condition observed in the received sample. No additional defects or imperfections were identified. This condition is consistent with residual lubricant not being fully removed following equipment maintenance or repair activities. A review of the device history record (DHR) for material number 302832, lot 5045182, was conducted. The review found no quality issues or deviations during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be used for internal awareness. As of this report, no similar incidents have been reported for this lot. The reported condition has been confirmed based on the returned sample analysis. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Initial details: material: 302832 & batch#: 5045182. It was reported by the customer that syringe discolored. During investigation analysis: a visual inspection confirmed the presence of a brown discoloration along the outer wall of the syringe barrel, extending from the luer to the barrel flange. The discoloration is not embedded within the material but appears to be residual equipment lubricant.